Event description:
It was reported that this inflatable penile prosthesis (ipp) required reservoir replacement due to the presence of a hernia, as the surgeon did not want the surgery to interfere with the tubing. The reservoir itself had no issues and was repositioned to the midline. A surgical procedure was performed in which the reservoir was replaced. There were no patient complications reported.